Event description:
During a percutaneous transluminal angioplasty (pta) to the renal artery the balloon was reported to have ruptured. The vessel was described as having moderate calcification, mild tortuosity and a 75% stenosis. The product was advanced to the lesion over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured at two atmospheres. Therefore, it was withdrawn from the patient's body, and another balloon catheter was used to perform post-dilatation. There was no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products, including subassemblies, met all requirements per the applicable manufacturing quality plan, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.